Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was at explant and review of device history found that explant had been set on (B)(6) 2015 due to long charge times. A manual capacitor reformation was completed which resulted in a long charge time of 22.6 seconds. The device case was removed to facilitate the inspection of the internal components. Detailed analysis determined that the long charge time was due to an intermittent connection of a component on the high voltage charging module, resulting in declaration of explant.

Event description:
Boston scientific received information that this boxed implantable cardioverter defibrillator (ICD) had a charge time greater than 20 seconds and had reached explant status. The device was not used at implant and was returned for analysis.